Event description:
The white load ethicon stapler used on the appendiceal mesentery failed to control bleeding. Cautery and a clip were required to control bleeding from the staple line. Ebl was still minimal and there was no harm to the patient but the stapler did not function as it should. FDA safety report ID# (B)(4).